Event description:
The pt had no complaints pre treatment. One hr after initiation of treatment, she complained of severe itching. 75 mg benadryl, 120 mg solumedrol and 80 mg of solu-cortef were given IV. The treatment was discontinued and the symptoms subsided. The pt went home. She returned the next day and was dialyzed on a dry pack dialyzer without any problems.